Event description:
Pt reported the infusion device gave an inaccurate dose of insulin. Pt reported receiving an elevated blood glucose level of 16.0 mmol/l (288 mg/dl). Pt changed the infusion device; no further problems. Pt's normal blood glucose is 5-6 mmol/l (90-108 mg/dl). No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.